Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: on investigation, the pump was powered on and emitted a call service alarm (69) upon the first attempt to rewind. The remainder of the investigation was not able to be performed due to the call service alarm not clearing. Investigation duplicated the alleged call service alarm issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.